Event description:
It was reported that the left ventricular lead exhibited an anomaly. The lead was not used and replaced.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Analysis was normal.